Event description:
Dealer called stating that the 9099 hydraulic pump for the 9805 hydraulic lift is allegedly leaking oil. Dealer could not verify if this serial numbered pump was one of the out of box failures of if the product made it into the field to a user. No injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 9099, serial number/date (B)(4) is approximately 4 months old. The owner's manual part number 1049388 rev c (jun-00), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if this is an out of box failure at the dealer or if this product actually made it into the field to an end user. The product is being returned to invacare for an inspection. The malfunction has not been confirmed.